Event description:
Sometime in 1992 a device was implanted. The pt was dry until abdominal surgery for aneurysm 11/25/96 and he experienced sudden loss of continence. A leak in the balloon tubing was discovered near the connector, that portion was cut out and the system refilled and reconnected.